Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose level in the high 300's (mg/dl) and it was addressed with correction. It was unknown what the cause of the elevated bg was; however, the customer stated it may have been related to food that was eaten. As this event had occurred in the past, tandem technical support was unable to troubleshoot to determine a possible cause of the elevated bg level.